Manufacturer narrative:
The customer reported that the device rfu indicator displayed a red x. Philips evaluated the device and found a problem where the batteries would lose their connection to the defib. The problem was resolved by replacing the batteries. The device passed all testing and was returned to service.

Event description:
The customer reported that the device rfu indicator displayed a red x.